Event description:
It was reported to boston scientific corporation that a nasobiliary catheter was used during a endoscopic nasal bile drainage procedure.according to the complainant, when they attempted to remove the device after placement, the tube became separated. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advancer, feeder shoe the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the device had difficulty firing and the jaw became not to open during use. Another device was used to complete the procedure. There were no adverse consequences for the patient.